Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the vio integrated electrosurgical generator unit (iesu). This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) contacted an isi technical support engineer (tse) remotely and reported that the customer contacted him and reported that the erbe generator was giving a weird error message to turn it off and on. The cta stated the customer turned the erbe off and back on and it was working fine, but then it stopped working again. The cta did not have case details and stated that the customer pulled in a backup generator and were continuing on with the procedure. The tse viewed the logs and found c-34 errors and the isi field service engineer (fse) was to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that the customer reported that the erbe powered on normal with no warnings. There was no reported injury, and the case was successfully finished. The da vinci coordinator reported that she was not in the case. Patient demographics were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the customer reported complaint during in-house testing. During visual inspection, fa found scratches around the monopolar 2 port. The iesu unit that was placed on golden system and was run in normal mode when c-34 error occurred on start and during mono coag activation. Failure analysis concluded that no root cause could be attributed to this issue.